Manufacturer narrative:
Concomitant medical products: w1dr0 ipg, implanted: (B)(6) 2019; tissue valve, 200sh18 implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that unipolar lead impedance warnings were noted on the right ventricular (rv) lead and right atrial (ra) lead. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that low impedance was noted on both epicardial leads.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was below the expected lower range. If information is provided in the future, a supplemental report will be issued.